Manufacturer narrative:
Correction: e2 was inadvertently selected on the initial report. Correction: h3 - not returned to manufacturer was inadvertently selected on the initial report. H9 correction and removal number: 3011050570-10/24/2023-001-r. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a defective charged coupled device unit. The following causes could be prioritized for the failure ¿green image¿ : 1) unacceptable tension in the area of the charged coupled device unit assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer plastic cover to bumper sleeve." 2) unacceptable tension in the area of the charged coupled device unit assembly due to asymmetrical alignment of the spring to plastic cover before the bumper sleeve is joined. 3) pre-existing damage to the charged coupled device unit assembly due to using a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video telescope endoeye hd ii, 10 mm, 30°, autoclavable had a green image and it did not return. The issue was found during preparation for use. The procedure was performed with another device. The device had been washed according to the instructions. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.